Event description:
Upon beginning of procedure, the probe began to freeze longer than specification. Freeze was stopped and probe replaced. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.